Event description:
On (B)(6) 2025, a patient underwent a percutaneous venous intervention with access obtained via the left common femoral vein to treat a lesion in the left common iliac vein, during which a gore® viabahn® fortegra venous stent (fortegra device) was used. The lesion was predilated prior to device placement. The fortegra device was successfully delivered to and deployed at the intended target location, and all delivery systems were successfully removed. Touch-up ballooning (post-dilation) was performed. Residual stenosis was measured to be 10% post implant via ivus. The patient was discharged home the same day. On (B)(6) 2025, at the one month follow-up visit, a duplex ultrasound (dus) was performed, which identified in-stent stenosis. The reporter stated that the in-stent stenosis was observed within the stented segment during follow-up imaging. No medical or surgical intervention has not been deemed necessary at this time and the event is ongoing.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.